Event description:
The manufacturer received information alleging a patient experienced bilateral pneumonia and underwent an endoscopy. The patient is requesting a refund for the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a patient experienced bilateral pneumonia and underwent an endoscopy. The patient is requesting a refund for the device. Additional information was received from the customer stating they were diagnosed with bilateral pneumonia in (B)(6) 2024 and complications were reported to philips in (B)(6) 2024. The event occurred in bella vista nsw 2153. The patient reported using the device for obstructive sleep apnea and was suffering with persistent serious lung complaints. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer has updated box a: patient identifier and sex in this report. The manufacturer has updated box b: other relevant history in this report.